Event description:
Patient reported that he was hospitalized (B)(6) 2025 due to pacemaker irregularities. No issues identified. Side effects rated moderate and resolved. No causality provided. (B)(6).